Event description:
It was reported that the pt has never experienced therapeutic effect. Her stimulation was intermittent. The stimulation does not stay on all the time. She could only feel stimulation after using the bathroom. After she gets up from sitting for long periods of time, she has to urinate. Further info is being requested from hcp.

Manufacturer narrative:
(B) (4).